Event description:
A customer contacted beckman coulter inc. (Bec) stating that a bloody fluid leak coming from the middle of the coulter lh 750 hematology analyzer. Per the customer feedback, the needle bellows were not draining causing diluted blood to leak out of the needle vent holes when the needle bellows collapsed to pierce a tube. Customer was wearing personal protective equipment (ppe), including gloves and lab coat. There was no report of exposure to mucous membranes or open wounds; no one sought medical attention. Patient results were not affected in this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2011 for this event and discovered that the blood leak was coming from the needle bellows. The problem was identified by the clogged waste chamber not allowing bellows to drain needle backwash. The fse cleared the clog and bellows were not draining. An additional problem was found with in the differential vote-outs and the fse replaced the corresponding pump. The fse also discovered a bad actuator and pinch valve for solenoid 13 (probe/needle drain) during servicing and replaced all components. The fse also found the tubing through the vl57 (probe/needle drain vacuum) had been mis-tubed and replaced it. The issue was resolved. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).